Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the user noticed a cracked in the female hub that leaked while infusing on a patient. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a cracked female luer was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack that measured 10.23mm. The luer was inspected under magnification; no stress marks were observed. Functional testing showed a leak from the crack on the luer. The root cause of the leak was identified as a crack. The cause of the crack is unknown but is believed to be related to the manufacturing process of the female luer component by a third party supplier.